Event description:
It was reported that the device could not be interrogated. Multiple troubleshooting techniques were performed; however, were unsuccessful. The device was explanted.

Manufacturer narrative:
No communication was due to a low battery voltage. The device was analyzed with a new battery and found to be normal. The battery was returned to the vendor for further evaluation; analysis indicated normal battery depletion. The battery voltage was found to be lower than the expected value. The cause for the battery depletion could not be determined.